Event description:
Customer reported a leaking reagent cartridge. Upon removing the cartridge from the instrument, the customer noticed a hole in the bottom of the cartridge and liquid had leaked onto his hand. Customer returned cartridge for evaluation. There was no impact to a patient as a result of this event.

Manufacturer narrative:
This event is being reported because it occurred in a potentially biohazardous environment.